Manufacturer narrative:
(B)(4).

Event description:
It was reported that externalized conductors were observed during a normal device change out. There were no electrical anomalies. The lead remains implanted and the asymptomatic patient will continue to be monitored.